Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative, that the gas inlet port on an rd900afu neopuff infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rd900afu neopuff infant resuscitator has been returned to fisher & paykel healthcare (fph) office in (B)(4), and is currently being investigated. We will provide a follow up report once we receive the investigation report from fph (B)(4).